Manufacturer narrative:
Failure analysis noted that the insulin pump had a blank display due to moisture damage at electronic assembly. The pump had moisture damage at the motor assembly. They were unable to verify the compromised force sensor system alarm due to the blank display. The drive support disk was inspected and had no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during priming. The customer's blood glucose was 152 mg/dl at the time of incident. The customer stated that the insulin was squirting out. Troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.